Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, textured recall exchange, and pain. Healthcare professional additionally confirmed no deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain and implant exchange from textured to smooth.

Event description:
Patient reported a right side deflation, pain and implant exchange from textured to smooth. Device was explanted.